Event description:
It was reported, that the pt suffers from chronic pain at the implant region. In 2009, 10 days after implantation, the pt suffered from a staphylococcus infection, which was treated by antibiotics. All kinds of anti-pain treatments were tried and several medical checkings were done around the implant, e.g. Imaging. However, the problem could not get identified. There is no visible sign of this reported pain, the pt's skin looks ok. The pt has good auditory benefit with her device. The sterilization record of the device was checked, which was according to the specification. Explantation of the device has been planned for (B)(6) 2011.

Manufacturer narrative:
The device has not been explanted. It should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.